Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect motor driver assembly for investigation. An investigation was confirmed but unable to be duplicated. The unit operated without fault. The vyaire failure analysis laboratory received the suspect power supply assembly. An investigation was performed and the reported complaint was able to be confirmed. The mosfet q210 has failed and is shorting current resulting in a malfunction of the over current protection circuit. This issue will be internally investigated within vyaire.

Manufacturer narrative:
(B)(4). The customer reported the suspected power supply assembly is available for analysis and a return good authorization has been issued. At this time, carefusion has not received the suspected power supply assembly for evaluation.

Event description:
The customer reported while using the vela ventilator; the battery indicator started flashing red and orange during patient use. The customer reported motor fault alarm was logged into the event log. The customer reported the ventilator was substituted with another ventilator and therapy was continued accordingly. The customer determined the most likely cause of the reported event is the power supply assembly. The customer reported there is no patient consequence associated with the event.